Event description:
It was reported by service report that the error code 304 which indicates foot right load cell trouble and no scale/bed exit availability. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.